Event description:
Customer reportedly rec'd result of either 96 or 94 mg/dl on the advantage system and result of 32 or 33 mg/dl on a professional's meter within 10 mins. Customer was treated by paramedic's for his low blood symptoms (treatment unk). The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.